Event description:
The customer reported that the lock does not always lock. There was no pt injury reported. More info was requested but none forthcoming.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the lock bolt is broken. (B) (4).